Event description:
Baxter received a report of a spike that was broken because of a mis-spike. The transfer set had been in use for 120 days. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: one used transfer set with no cap on the spike or the patient connector was received (no titanium adapter returned) into the lab in reference to a cracked/broken spike. The transfer set was visually inspected and it was noted that the spike was broken off completely at the base. There were no other visual defects noted. The complaint was confirmed in the lab for a broken spike.